Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the bracket part broke off when tension on wire was applied. Head was lost (sucked up in vacuum system). The surgery was not prolonged. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Implant date reported as: (B)(6) 2015. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.